Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 500 mg/dl, while wearing the pod between 36 and 48 hours. They reported administering a bolus, but it was unhelpful in lowering their bg levels. The patient contacted their health care provider (hcp) for guidance, and were advised to bolus. The patient removed the pod from the infusion site (abdomen), and found the cannula to be dislodged and bent. As treatment, a new pod was applied.